Manufacturer narrative:
Merge technical support shipped replacement hardware, a v2 link cable for pb1000 (pdm - patient data module [RMA #(B)(4)]) and a 4p link assembly (RMA # (B)(4)) to the customer on (B)(6) 2017, respectively. The faulty data cable was scrapped onsite by the customer so no evaluation was performed. However, the link assembly was returned to merge healthcare by the customer and was received on 13jun2017 for evaluation. The results showed that the pcb link was replaced and the unit passed all tests. A review of the customer's case management in merge healthcare's database on 29jun2017 confirmed that the customer has not called in again regarding a data cable issue to date. (B)(4) - no patient involvement. Since an incomplete device was returned, the following evaluation codes represent the disposition of each component: (B)(4). Methods - actual device not evaluated. (B)(4). Results - incomplete device returned. Conclusions - device difficult to operate.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the data cable connected to the link assembly failed. Upon the customer's breakdown and inspection of the component, a burn odor was emitted. There was no patient involvement nor any report of medical staff harm due to the odor. When a component emits a "burn" smell, there is a potential for little to no impact to those breathing in the smell to a potential for harm. However, there was no report of ill effects from the hydrogen sulfide emission. (B)(4).